Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump did not infuse completely. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump for a patient did not infuse completely. A 100 ml of 5-fu was to be infused over 46 hours and during disconnection only 87 ml was infused. There was no medication left in the reservoir. They denied any spillage of medication during disconnection. Tubing was discarded. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.